Event description:
It was reported that the patient¿s original pain before the implant was in the left buttock, down the posterior left thigh. The trial was successful and the patient received significant relief from the therapy. The implant procedure went as expected and there were no issues. The x-rays were normal and the lead impedance was normal. During the post-op, the patient complained of excruciating pain in the left buttocks, far beyond her normal pain. This did not occur at the battery incision site and it seemed to come on every 5 minutes or so. The device was activated and the patient could feel stimulation in the left buttock and leg as intended. The post-op pain did not improve, so the stimulation was turned off and oral narcotics were given. Approximately one hour later, the patient was seen again in post-op and the pain was worse. The physician was notified, and it was noted that the nerves may have been aggravated or irritated during the lead placement. The patient was prescribed steroids. Approximately 3 hours later, the patient was seen again and her pain was almost constant. The patient was admitted to the hospital because pain control had not been obtained. The patient was given a pca pump and was monitored overnight and the next day. The physician did not believe the issue was caused by the presence of the leads, so removal was not immediately necessary. On (B)(6) 2014, the patient was ¿better, but still in lots of post-op pain.¿ the physician was weaning her off of the pca pump and they would probably keep her until (B)(6) 2014. The patient had a 50% or greater symptom reduction. Reprogramming was not attempted, as the patient experienced the pain both with the device on and off. This pain was not caused by or related to the stimulation. The patient was released from the hospital. The patient had always been receiving effective therapy of the existing pain once the device was activated. The patient was seen in the clinic on (B)(6) 2014 by the manufacturing representative. Per the representative, the patient still had pain in the left buttocks area. The stimulator was helping with her original pain, but the new pain she had immediately in post-op was still there. The physician planned to give the patient more time for healing.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(6), product type programmer, patient. (B)(4).